Event description:
During the implant procedure, loss of capture, varying r-wave amplitudes and noise were observed on the right ventricular lead after it was connected to the pacing system analyzer (psa). The measurements did not improve when the lead was tested with another psa cable. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece and visual examination revealed the helix was slightly extended and covered in blood and tissue. Electrical testing revealed no indication of conductor fractures or internal shorts. X-ray examination of the entire lead revealed no anomalies. The results of the investigation concluded the analysis of the lead was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.